Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the svo2 sensor was broken. The user reported the sensor appeared as though it was smashed due to the plastic cover being removed and damage to the cable. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval in progress, but not yet concluded.